Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, upon grasping and activation of the device on the left round ligament, the hand piece activated but was not able to cut during the cutting. The jaws also were not able to open after the activation which resulted to locking of the device on tissue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw is broken off completely and is missing. The missing bottom jaw was not returned. The reported condition of device does not cut was confirmed. The reported condition of device was difficult to open and device locked on tissue could not be confirmed due to the missing bottom jaw. The investigation found the device was not able to deploy its knife blade due to the damaged and missing bottom jaw. A rfid (radio frequency ID) log was pulled from the device tag and it showed that the device was subjected to 15 different uses. The investigation identified the root cause of the reported event of device does not cut to be user error. The IFU (instructions for use) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, upon grasping and activation of the device on the left round ligament, the hand piece activated but was not able to cut during the cutting. Jaws were was cleaned using wet gauze. The jaws also were not able to open after the activation which resulted to locking of the device on tissue, but was able to be removed by proper way of ungrasping the jaws. A new similar device was used to complete the procedure. There was no patient injury.